Event description:
Clinical trial. It was reported that during a carotid artery stenting procedure a dissection occurred. The lesion being treated was located in the right ostium internal carotid artery with 98% stenosis that was 1.5 mm long with a 5 mm reference vessel diameter. The lesion was treated with placement of two 2 filter wire ez and two carotid wallstent devices. Per an e-mail from the principal investigator (pi), the following occurred during the procedure. "The tip of the first filter wire used to cross the original lesion became bent and unusable. The pi noted that there was not a problem with the filterwire. Rather, the stenosis of the lesion was so tight, it was difficult to pass the wire, so a second wire was opened and used. This wire was able to cross the lesion. This wire was used for the remainder of the procedure." The physician treated the original lesion with one stent. A focal dissection was noted in the common carotid artery (cca) somewhat more proximally than the bottom of the original stent. This dissection occurred as a result of the sheath that was used. The pi noted that there was not a problem with the wire or stent. The pi withdrew the sheath slightly and placed a second stent to treat the cca dissection. The distal part of the second stent was placed inside the original stent and the proximal part of the second stent was placed more proximally in the cca. Hospital stroke scale performed the next day was 0. The pt was discharged the day after the procedure.

Manufacturer narrative:
Common device name: nfa device, coronary saphenous vein bypass graft, temporary, for embolization protection. The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.